Event description:
The pt's nurse reported that moisture was noticed inside the cycler during treatment. The machine alarmed with a air in cassette alarm. The pt was then disconnected and the leak was noted when the cassette door was opened. The pt was prescribed with prophylactic antibiotics which was 1g of fortaz and 1.5g of vancomycin. The pt did not experience an adverse event. Sample is available.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformance's during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.